Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The investigation found that there was a damaged downstream occlusion (dso) seal. The dso seal and printed wire assembly were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the device failed upgrade to ver 4.3. However, the investigation found there to be a damaged downstream occlusion seal. There was no patient involvement.